Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. The skin reaction developed on (B)(6) 2023 and was described as itching, rash, redness, pimples, blisters, scarring and an infection under the entire patch area. The scar is reported to be at the puncture site and is described as ¿raised¿, ¿rough¿ and slowly healing and occurred on (B)(6) 2023. The skin was prepped with alcohol prior to sensor insertion. The patient self-treated the skin reaction with over the counter cerave topical cream. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).